Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 9141727. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. A subsequent review of the factory process was launched in response to this event; the review concluded after no opportunities were identified that could have manufactured the observed damage during the manufacturing process. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system tubing was damaged. This was discovered during use. The following information was provided by the initial reporter: following the doctor's instructions for intravenous infusion to the patient, the bd 24g indwelling needle had used for 3 days, the extension tube was broken outside the clamp, and it was immediately extubated.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system tubing was damaged. This was discovered during use. The following information was provided by the initial reporter: following the doctor's instructions for intravenous infusion to the patient, the bd 24g indwelling needle had used for 3 days, the extension tube was broken outside the clamp, and it was immediately extubated.